Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a microswitch not functioning. The field service engineer replaced the latch and made adjustments to the door to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a door failure which the smart remote manager would not unlock. The customer reported that there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.